Event description:
Dental office advised the head broke off the neck of the bur while sectioning third molar.

Manufacturer narrative:
Evaluation summary: item: 001051u0. Description: h33r.30.016, lot #s: kd1pv, ke4l6, kd5wj. Two pieces of product from each lot were returned from customer and were evaluated by company personnel. The product referenced in the complaint is a carbide surgical bur. Lots kd1pv and kd5wj were packaged from bulk lot 538518. Lot ke4l6 was packaged from bulk lots 538518 and 537193. All burs returned were broken at the weld joint. An examination of the break site noted some voids in weld joints. This is currently considered to be within product's specification criteria. A sample of twenty (20) burs from each of the bulk lots identified were selected from inventory. Each bur was tested for neck strength in accordance with iso 8325:2004. All samples passed with no failures. In addition a third sample of twenty (20) burs from bulk inventory with no identified lot number was also selected. Each bur was tested for neck strength in accordance with iso 8325:2004. Nineteen (19) of this set passed with no failures. Once (1) bur failed at 27 newtons. The calculated neck strength was 29.46 newtons. An examination of this bur did find voids in weld joint. Conclusion: breakage seems to be an isolated occurrence.